Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 15:05:49 on (B)(6) 2023. At 17:37:27, an arrhythmia was detected. ECG shows vf with motion artifact ad electrode lead fall off. The device properly detected vf. Heart rate at or below the threshold for treatment, heart rate not in detection sequence long enough, CPR/motion artifact, electrode lead fall off, and response button use prevented the lifevest from treating the patient. The electrode belt was disconnected at 17:37:32 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient death as the system was able to detect vf rhythm on the date of event. In addition, the latest available ECG recording strip ((B)(6) 2023 5:27:37 pm) indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 15:05:49 on (B)(6) 2023. At 17:37:27, an arrhythmia was detected. ECG shows vf with motion artifact ad electrode lead fall off. The device properly detected vf. Heart rate at or below the threshold for treatment, heart rate not in detection sequence long enough, CPR/motion artifact, electrode lead fall off, and response button use prevented the lifevest from treating the patient. The electrode belt was disconnected at 17:37:32 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.